Event description:
It was reported via repair work order that the brakes were not holding due to an incorrectly installed brake cam assembly by the customer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.